Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/31/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are made to receive the device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Device return follow up. Additional information was requested, and the following was obtained. What was the initial procedure? Carotid bypass and endarteriectomies. Could you please confirm when did the issue occurred? Vascular anastomosis. Did the surgery was completed successfully?* what was used to complete the procedure? Yes, use of another device. Did the patient suffer from any consequences? No patient consequences but delay reported because longer time to perform the anastomosis and arterial clamping.

Event description:
It was reported that the patient underwent a carotid bypass and endarterectomy procedure in 2021 and the suture was used. During vascular anastomosis, the needle pulled off from the thread. The surgery was with delay because longer time needed to perform the anastomosis and arterial clamping. There were no patient consequences reported. No further information is available.